Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position. On post operative day two-hundred fourteen (pod 214), the patient was hospitalized due to thrombosis with relevant perivalvular insufficiency, gradient of 2.5-3.3 mmhg and inr of 1.5. Medication was given. The diagnosis was confirmed by tee. Lysis was stopped due to hematoma on cvc at neck.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.